Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, use error and rupture.

Event description:
Patient representative reported pain, rupture, despair "due to the high risk of contracting the aforementioned lethal disease" "prostheses were removed and reimplanted" ,"fractious liquid collection" and the following not device related complaints; "fatigue, joint pain, muscle pain, brain fog, difficulty concentrating, memory loss, tingling / numbness of the limbs, dizziness, fever, chills, weakness muscle, intolerance to temperature, sensitivity to light and sound, difficulty in swallowing, loss of hair, dry skin and hair, sinusitis, rash, visual disturbance, suffocation, ringing in the ear, headache, decreased libido", "heart palpitations, irritable bowel / bladder, shortness of breath and night sweating". Device remains implanted. Right side.